Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer got a failed battery test. The customer stated that the insulin pump was not working. The customer stated that the contacts on the battery cap were not missing or damaged. The insulin pump was not dropped or bumped. The customer stated that the display returned. The customer was advised to remove battery for 10 minutes. The customer stated that the display did not return. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted.(B)(4).